Manufacturer narrative:
(B)(4). The needleless confidence kit (product code: (B)(6), lot number: htkdkt) was returned to the complaints handling unit (chu). The returned pieces of the kit consisted of the two mixer pieces, the reservoir, and the injector. The cement was not fully distributed and did not reach the distal tip of the reservoir. The cement reached approximately 7mm into the reservoir. The cement had solidified in such a manner that the reservoir could be removed. No damage to the associated parts was found. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A root cause for the confidence cement setting too quickly cannot be determined from the samples and information provided. However, based on the evaluation of the returned sample, the cement reservoir may not have been fully seated onto the bottom of the mixing bowl, thus not allowing proper injection of the cement into the cement reservoir to occur, resulting in the cement becoming solidified prior to the cement being fully distributed to the distal tip of the reservoir. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Rep left vm. Confidence kit was being used. Cement solidified immediately. Complaint form sent. Per complaint form: opened confidence kit. Scrub tech opened and poured in polymer. Cement hardened almost completely within 1 minute after pouring in polymer.